Event description:
It was reported that the programmer would not identify devices, and that if it did start an interrogation the screen would go blank in the middle of it. Rebooting, unplugging the key board and running the service disk did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed a interrogation/telemetry problem, that there was intermittent wireless telemetry and that the programmer's right antennae functionally tested out of specification. Analysis also found that the radio frequency (rf) head would not identify a device. Analysis could not confirm the customer comment of "the screen will go blank in the middle of an interrogation."